Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was confirmed and reproduced. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key followed due to a failed keypad (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an incorrect keypad output. It was also reported there was no patient involvement.